Manufacturer narrative:
(B)(4). Date sent: 5/23/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished gcs40g, with lot number a99l4d, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, anastomotic insufficiency in the middle rectum. To close the rectal stump, she used our gcs40g - echelon contour curved cutter. After triggering and removing the instrument, they found that both intestinal lumens were open and there were no staples. The rectum was closed by hand suture, which extended the surgical time by about half an hour. The patient was not harmed and the two forklifts of the same batch were seized. The procedure as delayed by 30 minutes.